Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-06744. It was reported one of the patient's leads had high impedance and the other migrated which cause patient discomfort. Surgical intervention occurred on (B)(6) 2023 wherein one lead was replaced and other was repositioned. Therapy was restored post-op.